Event description:
It was reported that a spectrum pump had an issue with "heat and patient safety". It was the reported that the pump was in the anesthesia care area. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.